Event description:
The pt reported that on (B)(6) 2012, her blood glucose was elevated to 407 mg/dl at 9:41pm. The bolus calculator on the blood glucose monitor suggested a bolus amount of 25 units of insulin after consuming 8 bread units. At 11:48pm her blood glucose measured 528 mg/dl w/o carbohydrate consumption and the bolus calculator suggested a 6 unit bolus of insulin. At 4:59am her blood glucose measured 23mg/dl and she was given a sugar drink by her mother. The pt experienced dizziness and seizures as a result of low blood glucose. She does not know if she lost consciousness. The pt would not have been able to treat herself. The blood glucose monitor was requested to be returned for eval.

Manufacturer narrative:
Unable to make further statements because product is not available for additional investigation. The customer's allegation of questionable bolus results could not be tested as no product is expected to be returned related to this case.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.